Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were found. Investigators then tested the sheath for leaks and steady flow was seen to come from the sheath's valve. The sheath valve was inspected under a microscope and a tear across the valve's centerline was found which would allow the fluid leak and air ingress that was observed during testing. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, the faradrive sheath started to leak. During use, the sheath was "leaking from the back end." The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received and is pending analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, the faradrive sheath started to leak. During use, the sheath was "leaking from the back end." The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received and is pending analysis.